Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was not confirmed. No calibrations were present to confirm the reported inaccuracy. The root cause could not be determined. The reported allegation falls within the d zone of the parkes error grid. No injury or medical intervention was reported.